Manufacturer narrative:
(B)(4). A short simulated therapy was performed and completed successfully. The reported issue was confirmed in the device event history log, but was not duplicated. The cause was determined to be false empty detect and use error with initial drain alarm setting inappropriately programmed. Homechoice / homechoice pro apd systems patient at-home guide states in the warnings: "setting the I-drain alarm volume too low or off can result in an incomplete initial drain followed by a full fill. This can result in an increased intraperitoneal volume (iipv) situation." A formal review of the label for the product family will be conducted. If additional relevant information is received, a supplemental medwatch will be filed.

Event description:
It was reported that the home patient (hp) experienced an iipv (increased intraperitoneal volume) issue while performing peritoneal dialysis (pd) on the homechoice (hc) cycler. A high drain error alarm occurred on the homechoice (hc) device after patient use. A baxter technical service representative (tsr) explained the display to the hp and reviewed the therapy log that was completed. There was patient involvement; however there was no patient injury, medical intervention, or adverse reaction associated with the reported condition. No additional information is availabl

Manufacturer narrative:
(B)(4). The device was evaluated and the reported issue was confirmed through review of the event history logs. During visual inspection, no issues were found. The power on self-test was successfully performed. One hour therapy was successfully performed. Upon completion of baxter's investigation, a follow-up report will be submitted.